Event description:
A review of service data detected a reportable event. During servicing of battery pack sn (B)(4) the battery was found to have defective cells. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon evaluation, the battery was found to have defective cells. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the broken battery connector.